Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the patient's device was not at end of life, the implant battery was at about 80% battery life remaining. Rep reports per the doctor the patient was reporting that "it wasn't working", and the physician elected to remove it after discussing this with the patient. Rep reports the cause was unknown, no troubleshooting actions were taken, and the device was turned on when they interrogated the device. Rep reports the physician did not allow them to ask the patient any additional follow up information. It was unclear if the device never "worked" for the patient or if the patient experienced a change in therapy/device issue. Rep reports the issue was resolved.